Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a jammed plunger and did not move. It is unknown if there was patient involvement. No adverse patient effects were reported.

Manufacturer narrative:
D9: 19-dec-2023. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the top case and right plunger case. Both tamper seals were removed. Functional testing confirmed the reported issue, the plunger did not move during the infusion process. The investigation determined that incorrect assembly by the customer causing the plunger cable to get stuck was the cause of the reported issue. The plunger cable was replaced and the device was reassembled. Service history review identified the complaint was not related to a previous service of the device within the review period.